Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor (gold). The pump passed the rewind, basic occlusion, and displacement tests. No motor error alarm was noted. The motor passed the motor test. The pump was unable to be verified for a no delivery alarm due to the prime anomaly. The following physical damage was also noted: minor scratches on the display window, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed with no delivery during the manual prime process followed by a motor error. The patient's blood glucose at the time of incident was 130 mg/dl. Troubleshooting occurred for the motor error and the customer was able to rewind the pump. Troubleshooting was then initiated for the no delivery alarm. The customer rewound the pump and was able to get insulin to exit without issue. Additionally, the customer had been hospitalized for a bladder problem. The customer was not wearing the pump during the hospitalization, but it is unspecified whether or not the bladder problem was diabetes related. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.